Manufacturer narrative:
Based on the review of the logs, gehc recommended replacement of the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.